Manufacturer narrative:
The etoh2 reagent lot number was 78558201 with an expiration date of 30-sep-2024. The calibration was last performed on 11-may-2024 and was acceptable with no noted alarms. The qc recovery was within range. There was no indication of a performance issue with the reagent. The field service engineer found that the sample mechanism plastic collar on the vertical shaft was worn down. He replaced the sampling mechanism and the sample probe. He then performed horizontal and vertical sample probe adjustments. Precision studies were performed and they were within specifications. The root cause was due to a worn sample mechanism plastic collar on the vertical shaft. The service actions (replacing the sampling mechanism and the sample probe and performing horizontal and vertical sample probe adjustments) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with ethanol gen.2 (etoh2) assay on a cobas 6000 c501 analyzer when compared to a different cobas 6000 c501 analyzer. Initial result: 3.8 mg/dl (accompanied by a data flag). Repeat result: 435.7 mg/dl (tested on another c501). The repeat result was deemed to be correct.